Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
A consumer reported the connector pin broke on the desktop charger so they were unable to charge the implantable neurostimulator (ins) so it died. It was noted the patient was still able to charge the implant ¿when they held it.¿ the patient also stated the desktop charger could be made better because this had happened once before. No out of box failure was reported. No patient symptoms were reported. Relevant medical history includes non-malignant pain and failed back syndrome-other.